Manufacturer narrative:
Device evaluation of monitor (B)(4) has been completed. The reported problem (resetting) was confirmed. Upon evaluation, the montior was intermittently reseting. The cause of the resets was isolated to a an intermittent connection at j1001 on the computer / analog (ca) board. The root cause of the intermittent connection was unable to be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that a monitor was resetting.